Manufacturer narrative:
G4: 26mar2020 b4: (B)(6)2020 numerous attempts were made to obtain more information of the repair on this device, no information is forthcoming this complaint is being closed. If further information is obtain this complaint will be re-opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Rec¿d report date. MFR rec¿d date. The customer was redirected to the appropriate service for preventive maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touchscreen failure. Problem on the touch date, even after several calibration attempts. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
(B)(6). Date of report: 15aug2019.

Event description:
The customer reported a touchscreen failure. Problem on the touch date, even after several calibration attempts. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.